Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unk. It was reported that the pt was brought in for identification and treatment of an endoleak that was seen on magnetic resonance imaging (MRI) during follow-up in april 2004. There appeared to be a type ii or type iii endoleak with approximately 2 cm of graft migration and no proximal endoleak. Distally, the stent graft was well positioned in the iliac arteries. The physician embolized an iliolumbar artery in an attempt to resolve the endoleak. The migration issue was not addressed at this time due to the pt's condition of impaired renal function and the inability to withstand additional amounts of contrast. No additional clinical sequelae were reported.